Manufacturer narrative:
The customers experience with the syringe module not recognizing bd 60ml syringe was confirmed. The customer¿s experience with the actuator knob not returning to the home position was confirmed during testing and it is believed to be a result of an improperly installed actuator knob assembly. During testing of the customer¿s returned device the gripper control was found to be not returning to the closed position. This issue also prevented the syringe module from recognizing syringes due to the gripper control knob not being in the closed position. When the gripper control knob was manually turned to the closed position the returned syringe module successfully recognized bd syringes ranging from as small as a bd 3ml syringe to a bd 60ml syringe. The calibration task within asm v9.8 was performed, however the calibration was halted due to the actuator knob not fully closed or in the start position. The knob was manually turned to the start position. The calibration resumed and completed successfully . An inspection of the actuator knob assembly and the lower housing, it was observed the torsion spring was bent and scoring marks observed in the lower housing where the torsion spring anchors. It is believed the bent spring and the scoring marks are a result of the spring forcibly placed in position during reassembly. The damaged torsion spring does not provide enough force to return the knob to the home position. A known good actuator knob and torsion spring was installed into the syringe module upper housing assembly and reassembled. The actuator knob successfully opened and returned to the home position. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that syringe module was not recognizing the 60 ml bd syringe installed. It was reported per biomed that only tested bd 60ml syringes. There was no report of patient involvementthe module was taken to biomed for testing, biomed attempted to calibrate the device however they were unable to have the syringe recognize the fixture. It was reported "when installing the fixture and releasing the knob to close the claw, the claw would completely close around the fixture, the knob does not return to the closed position completely, if it is closed manually the devices will recognize the syringe fixture."